Event description:
The patient has a history of hydrocephalus and had a shunt revision on (B)(6) 2015. After the revision, the patient had worsening lethargy and increasing hydrocephalus. He returned to the operating room on (B)(6) 2015 for replacement of the shunt valve.